Event description:
A doctor's office alleged that a patient had experienced a blister on her lip after a curing light which had been wiped down prior to the procedure with the caviwipes1 product had contacted her lip.

Manufacturer narrative:
The product involved in the alleged incident was not returned; therefore, a retained sample from the same lot was evaluated, yielding results within specifications.

Manufacturer narrative:
The patient sought further medical attention from a physician. The physician diagnosed her with a chemical burn and prescribed a mouthwash for treatment. The patient had fully recovered within a few days of the incident. To date, the patient is doing fine. The product involved in the alleged incident was not returned. An evaluation of retained product is expected, but has not yet begun.